Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, pump error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery lasts less than expected and low battery alert less than 1 week anomaly due to blank display.

Event description:
Customer reported via phone call that the insulin pump had low battery alert. The customer¿s blood glucose level was 399 mg/dl at the time of the incident. Customer stated that the last time they changed the battery was 2 hours ago but they already had 1 bar remaining on battery life. Customer stated battery did not last more than 1 week. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.